Manufacturer narrative:
The event of "visual impairment" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported a xen®45 gts event, post-op day 3, described as "eye is bloodshot and [pt] has blind spots" in unknown eye.